Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has had problems since getting the insulin pump a month ago. Customer stated that he was receiving an insulin flow blocked message. Customer stated that everything was working in the previous call. Customer stated that he changed out the set and reservoir and is using a different lot. Customer reported that he still received an insulin flow blocked alarm. Customer agreed to receive replacement sets and monitor his technique for filling after troubleshooting was performed. Customer took a shot to treat for his high blood glucose. Customer stated that he was about to heat something when he got the insulin flow blocked alarm. Customer's blood glucose was 423 mg/dl at the time of the incident. Customer treated with a manual injection. Customer also reported a bent infusion set cannula. Customer declined troubleshooting for high blood glucose levels. Customer was advised to replace the set due to the bent cannula.